Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the pump touch screen was black which blocked graphics and text. Customer's blood glucose ranged from 135-136 mg/dl. Customer reverted to an alternate pump for insulin therapy.